Manufacturer narrative:
The customer was provided with replacement internal defibrillation paddles. Physio-control examined the returned internal defibrillation paddle handles and confirmed the reported issue. Physio determined that the cause of the reported issue was that there were mold burrs located inside each of the internal paddle handles which prevented the defibrillation spoons from being inserted all the way in to the handle assembly and locking into place.

Manufacturer narrative:
Physio-control received a user facility medwatch report ((B)(4)) submitted by the customer advising that the actual date of the patient event was (B)(6) 2014. In the same user facility medwatch report, the customer also added that the patient weighed (B)(6). The customer also submitted in their user facility medwatch report that the catalog number for the internal defibrillation paddles was 3006569 and the lot number was 11 13. Physio-control has since verified with the customer that this information provided in the user facility medwatch report is incorrect. The correct information was reported by physio-control in the initial manufacturer submitted medwatch report (3015876-2014-01097). To confirm, the catalog number for the internal defibrillation paddles was 3010901 and the correct lot number was 1402.

Event description:
The customer contacted physio-control to report that during a during a recent patient event that their device would not defibrillate using internal defibrillation paddles when prompted. The patient, a (B)(6) female, was undergoing an aortic valve replacement at the time of the reported issue. The device user stated that they charged their device and made three unsuccessful attempts to defibrillate the patient at 20 joules using internal defibrillation paddles. The customer further advised that when attempting to defibrillate the device showed ¿abnormal energy delivered¿ on the device display. The customer then obtained a backup set of internal defibrillation paddles and hooked them up to the device where they were able to successfully defibrillate the patient. There were no reported adverse effects to the patient as a result of the reported issue.